Event description:
It was reported that a patient experienced a sensor pairing failure between the ilet and a libre 3 plus sensor; the ilet displayed that pairing was in progress, and the user was instructed to allow the pairing process to continue until the warmup period completed, after which the issue was considered resolved. Symptoms included no adverse clinical signs. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included user support, troubleshooting, and education regarding proper pairing and warmup expectations. Investigation of this case revealed that the device and sensor appeared to operate as designed once the pairing and warmup period were allowed to complete, indicating no device malfunction and no component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational factors resolved through education on pairing and warmup procedures.